Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During functional testing the cannula failed to fire. Upon disassembly it was noted that the left bumper was bent within the device housing. As functional testing could not be completed due to the firing issue, the investigation is inconclusive for the alleged self-activation and confirmed for failure to fire. The bent left bumper likely contributed to the reported and identified issue. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during preparation for an ultrasound-guided breast biopsy, in normal tissue, the device allegedly self-activated. It was further reported that the procedure was completed with another device and no coaxial was used. There was no reported patient contact.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The return of the sample is pending. The investigation is currently underway. (Expiry date: 12/2020).

Event description:
It was reported that during preparation for an ultrasound-guided breast biopsy, in normal tissue, the device allegedly self-activated. It was further reported that the procedure was completed with another device and no coaxial was used. There was no reported patient contact.